Event description:
The st. Jude medical representative reported that the device was oversensing numerous ventricular events resulting in inappropriate therapy. A lead dislodgement was suspected. The lead was capped.

Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc., crmd.